Event description:
It was reported by the aci distributor that a male patient underwent a peripheral catheterization procedure on (B)(6) 2013. Access was obtained at the superficial femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed the vessel to be 6mm in size. Following the procedure, the physician who is trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during the second stop. A small amount of bleeding was noted at the access site (no hematoma). The device was removed from the patient. The patient was converted to manual compressions for less than 30 minutes. Hemostasis was achieved. The patient was hospitalized and discharged from the hospital on 05/22/13. The patient's hospitalization was not mynx device/mynx procedure related.

Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5mm from the balloon proximal tip. The review of the lhr (lot f1302101) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined.